Manufacturer narrative:
(B)(4). This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced a breach in aseptic technique which resulted in peritonitis coincident with automated peritoneal dialysis (pd) therapy. The breach in aseptic technique was further described as poor support during pd therapy. The peritonitis was manifested by asthenia, anorexia, nausea, vomiting, abdominal pain, cloudy effluent, and prostration. On the same day as the onset, the patient was hospitalized for the peritonitis and was treated with cefazolin (125 milligrams per liter for four days, route and frequency not reported), ceftazidime (125 milligrams per liter for four days, route and frequency not reported), and heparin (1000 units per liter, ongoing at the time of this report, route and frequency not reported) for peritonitis. Four days after the onset of peritonitis, the patient began treatment with vancomycin (intraperitoneal, 1 gram, ongoing at the time of this report, frequency not reported) for peritonitis. Extraneal and physioneal therapies were ongoing. At the time of this report, the patient was still hospitalized, and it was not reported if the patient had recovered. It was not reported if the patient was retrained on aseptic technique. No additional information is available.

Manufacturer narrative:
(B)(4). It was reported that eighteen days after hospitalization the patient was discharged from the hospital and at time of discharge treatment was ongoing. On an unknown date the treatment with vancomycin and heparin was stopped, and the patient had recovered from the peritonitis event. It was reported that ¿damaged solution bag could not be excluded as a cause of the peritonitis event;¿ however, as this could not be confirmed, the cause of the peritonitis remains as a use error. Should additional relevant information become available, a supplemental report will be submitted.